Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rewind anomaly. Customer¿s blood glucose level was unknown. Customer states that chipped reservoir compartment. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime/fill or rewind anomaly noted during testing. Device had cracked reservoir tube lip and no broken noted. (B)(4)..